Event description:
Pt's physician reports that pt experienced itching, a rash, and severely increased pain around the injection site and her knees after being injected with gelsyn. Her physician switched her over to hyalgan as a result.